Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 0 degree 32h constrained trident liner. Other devices listed in this report: cat. No.: 542-11-62h, trident psl with purefix ha 62mm, lot code: 23858701. Cat. No.: 2030-6530-1, 6.5 cancellous bone screw 30mm, lot code: p8nmmd. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: 0xkmrd. Cat. No.: 6021-0637, accolade plus tmzf hip stem #6, lot code: 21580402. Cat. No.: 6260-9-332, 32mm +8 lfit v40 head, lot code: 47328702. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Event description:
Patient has been diagnosed with (B)(6), pt very sick, doctor opted to remove all components and use an antibiotic femoral spacer.

Manufacturer narrative:
A review of the device history records and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient has been diagnosed with (B)(6), pt very sick, doctor opted to remove all components and use a antibiotic femoral spacer.